Manufacturer narrative:
(B)(4). This is a report of a use error where the patient reused single-use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient reused single-use supplies during fill cycle one of peritoneal dialysis therapy. During troubleshooting of an unrelated alarm, the patient stated that they disconnected the heater bag and connected a new bag without changing the cassette or ending therapy. The technical services representative assisted the patient to end therapy and advised the patient to complete therapy by starting therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.